Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
It was reported that when the asymptomatic dependent patient presented through merlin.net transmission, few seconds pause was observed in a stored egm of non-sustained vt. Patient was called in clinic for further assessment. Review of egm noted low level, high frequency noise that was inhibiting pacing. Myopotential oversensing was suspected. Programming changes were recommended. However, the device was replaced electively. The patient was having two rv leads ¿ one for pace/sense and the other for defib function. The pace/sense lead was capped on (B)(6) 2017 and pace/sense portion of the other implanted lead was used. The patient was in stable condition during and after the procedure.